Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient reports upon going to bed they had administered a bolus due to high blood glucose levels. Upon waking up at 1:00 am the patients blood glucose level had decreased to 11 mg/dl. The patient was not coherent to answer questions once the ambulance arrived. Once at the hospital the patients pod was removed and the patient was treated with dextrose solution (d50) and was provided something to eat. The patient was released from the hospital after 5 hours.